Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the fourth firing during a laparoscopy assisted distal gastrectomy at jejunum resection, when the surgeon clamped the jejunum and pressed the green button, the green button flashed. The center control was pushed down to fire, but the firing could not be performed. The excessive force firing indicator was displayed. The tissue was obviously thin, and the surgeon felt suspicious about this event then surgeon asked the scrub nurse to re-connect the reload. When the same reload was re-connected, the reload status indicator showed a used one was connected. They used another device to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4cm cut line. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.